Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the axiem box was replaced and was verified to be functioning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that there was a faulty breakout box. The site used a side emitter. Then registering the patient, they noticed the instrument and patient trackers were not showing up in the tracking details. On the emitter box, there were yellow fault lights on ports 1 and 5. The ports did work. Another box was brought from another system on the site, and they registered without issue. The accuracy was good. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The emitter was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Then connected to a known good system there were faults on ports one, three and five they were not tracking. Ports two, four and six functioned as intended. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that there was a faulty breakout box. The site used a side emitter. Then registering the patient, they noticed the instrument and patient trackers were not showing up in the tracking details. On the emitter box, there were yellow fault lights on ports 1 and 5. The ports did work. Another box was brought from another system on the site, and they registered without issue. The accuracy was good. There was less than an hour delay in the procedure. No impact on patient outcome.